Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient passed away from peritonitis. During follow-up, the patients¿ pdrn confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of diaphoresis, hypotension, abdominal pain, and dyspnea. While in the emergency room it was determined the patient was suffering from septic shock and was immediately taken to the intensive care unit (ICU). Upon arriving to the ICU, the patient¿s pd catheter (not a fresenius product) was removed at the bedside to rule out a possible pd catheter source, and a temporary hemodialysis (hd) catheter (not a fresenius product) was placed to transition the patient to hd. The patient was started on hd within several hours of arrival, however the patient¿s blood pressure would not tolerate the procedure. At this point the patient was intubated, receiving multiple vasopressors for blood pressure support, and her fever was climbing. On (B)(6) 2025 a family meeting occurred, and the decision was made to enter the patient into palliative care. The palliative care team met with the family, and it was decided they would begin the process on (B)(6) 2025 after hd was attempted one last time. However, the patient expired in the early morning hours of (B)(6) 2025 before hd could be performed or palliative care measures could be enacted. The pdrn stated the patient¿s septicemia was a result of the poor care provided by her family. The patient contracted peritonitis, and it was left untreated for an extended period of time. The pdrn stated the patient¿s family would frequently initiate the patient¿s treatments without utilizing proper hand hygiene or wearing a mask despite frequent reeducation. The pdrn confirmed the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Correction: h6 clinical codes clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain), sepsis (characterized by diaphoresis, hypotension, and dyspnea), and death. The pdrn attributed the cause of the patient¿s septicemia to the poor care she received. The patient reportedly contracted peritonitis, and it was left untreated for an extended period of time. The pdrn stated the patient¿s family would frequently initiate the patient¿s treatments without utilizing proper hand hygiene or wearing a mask despite frequent reeducation. Septicemia is a life-threatening condition with a mortality rating of 12-22% and is primarily caused by severe bacterial infections. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient passed away from peritonitis. During follow-up, the patients¿ pdrn confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of diaphoresis, hypotension, abdominal pain, and dyspnea. While in the emergency room it was determined the patient was suffering from septic shock and was immediately taken to the intensive care unit (ICU). Upon arriving to the ICU, the patient¿s pd catheter (not a fresenius product) was removed at the bedside to rule out a possible pd catheter source, and a temporary hemodialysis (hd) catheter (not a fresenius product) was placed to transition the patient to hd. The patient was started on hd within several hours of arrival, however the patient¿s blood pressure would not tolerate the procedure. At this point the patient was intubated, receiving multiple vasopressors for blood pressure support, and her fever was climbing. On (B)(6) 2025 a family meeting occurred, and the decision was made to enter the patient into palliative care. The palliative care team met with the family, and it was decided they would begin the process on (B)(6) 2025 after hd was attempted one last time. However, the patient expired in the early morning hours of (B)(6) 2025 before hd could be performed or palliative care measures could be enacted. The pdrn stated the patient¿s septicemia was a result of the poor care provided by her family. The patient contracted peritonitis, and it was left untreated for an extended period of time. The pdrn stated the patient¿s family would frequently initiate the patient¿s treatments without utilizing proper hand hygiene or wearing a mask despite frequent reeducation. The pdrn confirmed the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain), sepsis (characterized by diaphoresis, hypotension, and dyspnea), and death. The pdrn attributed the cause of the patient¿s septicemia to the poor care she received. The patient reportedly contracted peritonitis, and it was left untreated for an extended period of time. The pdrn stated the patient¿s family would frequently initiate the patient¿s treatments without utilizing proper hand hygiene or wearing a mask despite frequent reeducation. Septicemia is a life-threatening condition with a mortality rating of 12-22% and is primarily caused by severe bacterial infections. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient passed away from peritonitis. During follow-up, the patients¿ pdrn confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of diaphoresis, hypotension, abdominal pain, and dyspnea. While in the emergency room it was determined the patient was suffering from septic shock and was immediately taken to the intensive care unit (ICU). Upon arriving to the ICU, the patient¿s pd catheter (not a fresenius product) was removed at the bedside to rule out a possible pd catheter source, and a temporary hemodialysis (hd) catheter (not a fresenius product) was placed to transition the patient to hd. The patient was started on hd within several hours of arrival, however the patient¿s blood pressure would not tolerate the procedure. At this point the patient was intubated, receiving multiple vasopressors for blood pressure support, and her fever was climbing. On (B)(6) 2025 a family meeting occurred, and the decision was made to enter the patient into palliative care. The palliative care team met with the family, and it was decided they would begin the process on (B)(6) 2025 after hd was attempted one last time. However, the patient expired in the early morning hours of (B)(6) 2025 before hd could be performed or palliative care measures could be enacted. The pdrn stated the patient¿s septicemia was a result of the poor care provided by her family. The patient contracted peritonitis, and it was left untreated for an extended period of time. The pdrn stated the patient¿s family would frequently initiate the patient¿s treatments without utilizing proper hand hygiene or wearing a mask despite frequent reeducation. The pdrn confirmed the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.